Event description:
It was reported that a patient underwent a persistent atrial fibrillation ablation and the patient experienced a stroke that required thrombectomy.The report indicated that four days after the VARIPULSE Bi-Directional catheter procedure performed on a patient with persistent AF (atrial fibrillation), the patient was admitted for a stroke and had to be operated on to remove the thrombus. After the removal of the thrombus, the patient remained hospitalized and once stable and recovered he was discharged.The doctors stated that they thoroughly checked that all the phases of the procedure had been carried out correctly: CT (Computed tomography) and TEE (Transesophageal echocardiography) verification of the absence of thrombus in the atrial appendage, correct anticoagulation protocol and range throughout the procedure, oral anticoagulation after the procedure during admission and at home, etc. The patient received "CVE" during the procedure, following the applications of PFA (pulsed field ablation) for the verification of isolation of the pulmonary veins.There was no char detected during the procedure; however, it was detected four days after. No errors or product problems during the procedure were detected. No issues related to temperature or irrigation of the catheter were noted during the procedure. All values were within the normal thresholds. Generator settings were at PFA ablation with VARIPULSE PRO default settings. The ACT (activated clotting time) values were over 350 during the whole procedure. Each ablation duration was ¿as per use of Varipulse Pro formula¿. Pre-ablation setting was 30ml/min during catheter introduction, 4ml/min per mapping and 30ml/min per ablation. Heparinized normal saline was used as the irrigation fluid.One of the physicians in the EP (electrophysiology) team explained that she believed the event is not related to the catheter. The rest of them are not sure and are very interested in further investigations because they had a previous stroke event.

Manufacturer narrative:
E1. Initial Reporter Phone: (b)(6).This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Biosense Webster, Inc., or its employees that the report constitutes an admission that the product, Biosense Webster, Inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.Manufacturer's Reference Number: (b)(4).